Manufacturer narrative:
Battery - (B)(4), expiration: 2016-02-29. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after software maintenance release (smr) update the hospital called the vad hotline to report that the patient the nurses saw power switching preliminary logs files results showed no abnormalities. The patient's controller and battery was exchanged after recommendation by clinical engineering. No further information was provided.

Manufacturer narrative:
Additional system component being reported for this event: battery - bat204917- manufacturing date: 2015-02-04, UDI number:(B)(4). (B)(4). One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several power switching and momentary disconnection events. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Battery (bat204917) indicated to have a communication error on 6/8/2016 and 6/14/2016 and batteries (bat214165, bat214158, and bat214641) had momentary disconnections on 6/9/2016 - 6/12/2016. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a combination of communication errors and momentary disconnections between the controller and batteries. The most likely root cause of the reported event can be attributed to a combination of communication errors and momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: five (5) batteries (bat204917, bat214165, bat214158, bat214641, bat216143), three (3) controllers (con184969, con189771, con210869) and two (2) ac adapters (cac013533, cac008718) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries (bat204917, bat216143), controllers (con184969, con189771) and ac adapters (cac013533, cac008718) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned batteries bat214165, bat214158 and bat214641 revealed that the devices passed visual examination, however, functional testing revealed depletion of cell pairs below the minimum voltage threshold of 2.8 volts and abnormal testing plot signatures of all cells. Additionally, it was observed that the batteries bat214165, bat214158, bat214641 and bat216143 had exceeded their useful operating life of 500 charge and discharge cycles. The observed depletion of the cell pair below the voltage threshold and high cycle count are not related to the reported event. The most likely root cause of the observed depletion of the cell pair below the voltage threshold and high cycle count can be attributed to the battery reaching the end of its useful life. The returned controller con210869 passed functional testing, however, visual inspection revealed that the outer lcd screen was damaged. The observed damage is not related to the reported event. The most likely root cause of the observed damaged lcd can be attributed to the handling of the device. Log file analysis revealed that the controller in use during the reported event, con184969, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat204917, bat214641, bat214158 and bat214165. Log files also revealed several premature power switching events that were due to communication errors involving bat204917. As a result, the reported power switching event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. There is an internal investigation for momentary disconnections. Other devices in the event: bat204917 - battery h6: method code: 10, 4112 results code: 3213 conclusion code: 12, 4307 battery / bat214165 h6: method code: 10, 4112 results code: 213, 3213 conclusion code: 12, 133 battery / bat214158 h6: method code: 10, 4112 results code: 213, 3213 conclusion code:12, 133 battery / bat214641 h6: method code: 10, 4112 results code: 213, 3213 conclusion code:12, 133 battery / bat216143 h6: method code: 10, 4112 results code: 213 conclusion code: 133 controller / con189771 h6: method code: 10, 4112 results code: 213 conclusion code:67 controller / con210869 h6: method code: 10, 4112 results code: 180 conclusion code:67 controller ac adapter / cac013533 h6: method code: 10 results code: 213 conclusion code:19 controller ac adapter / cac008718 h6: method code: 10 results code: 213. Conclusion code:67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and one battery were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and battery (B)(4) revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Log files also revealed several premature power switching events that were due to communication errors involving battery (B)(4). The three batteries that were involved in the power switching events were not returned for evaluation, (B)(4). Failure analysis of the batteries was not performed since the units were not returned. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnection. Heartware has opened an internal investigation to address communication error. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Batteries: battery-bat214165 catalog#1650de expiry date: 2017-02-28 MFR date: 2016-02-28, battery-bat214158 catalog#1650de expiry date: 2017-02-28 MFR date: 2016-02-28, battery-bat214641 catalog#1650de expiry date: 2017-02-28 MFR date: 2016-02-28. The batteries have not been returned to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was further reported that all affected peripherals were exchanged if the patient reported power switching.

Manufacturer narrative:
Other devices in the event: d4: battery / (B)(6) / model #1650de / UDI: (B)(4) h4: mfg. Date: 2016-03-31 h5: labeled for single use: no h6: patient code: c76143 device code: c63030 conclusion code: 4315 d4: controller / (B)(6) / model #1407de / UDI: (B)(4) h4: mfg. Date: 2015-04-30 h5: labeled for single use: no h6: patient code: c76143 device code: c63025 conclusion code: 4315 d4: controller / (B)(6) / model #1407de / UDI: (B)(4) h4: mfg. Date: 2016-02-28 h5: labeled for single use: no h6: patient code: c76143 device code: c63030 conclusion code: 4315 d4: controller ac adapter / (B)(6) / model #1430de / UDI: (B)(4) h5: labeled for single use: no h6: patient code: c76143 device code: c63025 conclusion code: 4315 d4: controller ac adapter / (B)(6) / model #1430de / UDI: (B)(4) h5: labeled for single use: no h6: patient code: c76143 device code: c76143 conclusion code: 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.